Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The small grasping retractor was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the small grasping retractor during evaluation. Additionally, the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 2.00" in length and were not aligned with the tube axis. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. Also, the probable cause of the cable breakage is attributed to component failure. This complaint is considered a reportable malfunction due to the following conclusion: this small grasping retractor is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was observed to have a torn cable. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.